Manufacturer narrative:
E1: facility name "(B)(6). The device was returned for root cause analysis and the investigation findings were able to duplicate the customer reported issue. Thee device underwent a visual inspection, functional testing, review of the event history log. The pump was found to have a defective downstream occlusion (dso) sensor. The battery loss alarm test was executed, and the pump ran for 2 minutes, and alarmed for 2 minutes, that test passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Labels were undamaged, and the pump was in good condition with no physical damage. The manufacturer representative replaced the dso sensor.

Event description:
It was reported that the pump presented a high-pressure alarm defect, sensor defect, and the pump kept on pumping above 3,2 bar. The issue was observed during functional testing in their workshop. There was unknown patient involvement.